Event description:
The customer reported via phone call that the insulin pump alarmed button error and battery out limit. The customer attempted to perform a bolus but the buttons on the insulin pump were unresponsive. Customer's blood glucose level was over 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Unit passed self-test and displacement test. No button error alarm noted. Intermittent up arrow button due to moisture damage on keypad trace. Unit had battery tube threads cracked, cracked reservoir tube lip, and minor scratched lcd window.